Event description:
It was reported that during biomedical engineering test/check at preventative maintenance, a repair was needed. There was no patient involvement. No additional information is indicated. Due diligence is complete. At product evaluation investigation the cutter failed the test cut and was blunt. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: australia. The investigation is complete. This is an initial final report submission. Review of the most recent repair record identified the following related repair: the cutter failed the test cut and was blunt. The cutter will need replacement. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.